Event description:
Chlamydia trachomatis results reported for sixteen pts incorrectly as positive. Six pt samples repeated from original specimen as negative, recollection requested for remaining ten pts. Two pts were treated based off of the erroneous positive results. The hospital had requested the results to be printed in a particular manner. The technical service rep inadvertently programmed the profile codes incorrectly. The results printed out correctly indicating that the result was for a control, but the technician manually entered the positive control result as the chlamydia result.